Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the stimulation ¿went up high and then quit.¿ the patient was having intermittent stimulation and intermittent symptom control. The stimulation helped the patient¿s back, but it did not help both legs as it was supposed to. It had not been working in the left leg for about a week. No falls, traumas or changes to activities were reported. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.